Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device used on the patient; see MDR no. 1118880-2019-00111 for the first device and see MDR no. 1118880-2019-00113 for the third device reported that was used on the same patient.

Event description:
The user facility reported that the valve of a glidesheath slender device was leaking. The procedure was completed successfully and the patient is in stable condition. The blood loss was less than 250cc's. Additional information was received may 8, 2019: the procedure performed was a diagnostic heart catheterization. The procedure was completed using a new sheath.